Event description:
The following information was reported to kci by the district nurse on (B)(6) 2012; the patient was admitted to (B)(6) with a chronic lower left leg ulcer. On (B)(6) 2012 at 1200, v.a.c. Whitefoam dressing was placed to cover the exposed tendon. An atrauman liner, non-kci product, was placed over the entire wound followed by black v.a.c. Granufoam dressing. V.a.c. Therapy was applied, and the patient was discharged from the hospital. On (B)(6) 2012 at approximately 0900, the patient experienced pain. Oral pain medication was administered and the v.a.c. Whitefoam dressing, atrauman liner, non-kci product, and the v.a.c. Granufoam dressing was attempted to be removed. The district nurse alleged tissue had granulated through the v.a.c. Whitefoam dressing, the atrauman liner, non-kci product, and into the v.a.c. Granufoam dressing. Compression therapy was applied. The same day at 1100, the patient was re-admitted to worcester acute hospital with the alleged diagnosis of toxic shock, cause unknown. Upon presentation, the district nurse stated there is no malodor and no obvious signs of infection (i.e., no spreading erythema or cellulitis). On (B)(6) 2012, the district nurse notified the kci sales executive that the foam was not able to be removed after submersing the patient's leg in water. The kci sales executive advised, per kci clinical guidelines, using saline. On (B)(6) 2012, the following information was obtained from the district nurse: the foam was able to be removed and did not require surgical intervention. The patient's condition and vital signs normalized and the patient was discharged from (B)(6) on an unknown date.

Manufacturer narrative:
V.a.c. Whitefoam lot number wf12016/1. Based on information provided by the district nurse, the foam was able to be removed and did not require surgical intervention. The patient's condition and vital signs normalized, and the patient was discharged from (B)(6) on an unknown date. It cannot be determined if the alleged diagnosis of toxic shock is related to v.a.c. Granufoam dressing or v.a.c. Whitefoam dressing. Kci has not been able to obtain sufficient information to establish a root cause. This report is being filed due to possible user error. Device history reviews of the v.a.c. Granufoam dressing (lot number 50600893) and v.a.c. Whitefoam dressing (lot number wf12016/1) did not identify any nonconformances in the manufacturing of these lots related to this event. All end release testing of product and packaging performance met specifications. Device labeling, available in print and online, states: v.a.c. Foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of pieces of foam was removed as placed. Foam left in the wound for greater than the recommended time period may foster in-growth of tissue into the foam and create difficulty in removing foam from the wound or lead to infection or other adverse events.